Manufacturer narrative:
Date sent: 08/14/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that while the site was initializing the probe and setting up for a breast biopsy the unit shut down. They tried rebooting several times using different outlets but the unit would not turn on. The case was cancelled and the pt was rescheduled for another day.